Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and tortuous left circumflex (lcx) artery. The 2.75 x 32 mm taxus express2 drug eluting stent was unable to cross the lesion. The physician 'pushed and pulled' several times. When the guide catheter was changed, it was noted that the stent strut was lifted up. The procedure was completed with another device. No patient complications were reported. Patient status reported as "good".